Event description:
A report was received stating that, during patient use, a ventilator generated an unresponsive touchscreen. There was no report of patient harm, death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator and verified the reported issue. The cse replaced the graphic user interface (gui) front housing. The ventilator passed calibrations, and full performance verification tests (pvt).